Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was confirmed by review of operative notes provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Operative notes review indicates that the patient underwent a poly exchange with a vastus lateralis free flap. This was followed by an extensor tendon reconstruction utilizing a free tensor fascia lata (tfl) flap and a subsequent washout procedure post-free flap reconstruction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3 event date: unknown date in october 2022. D6b explant date: unknown date in (B)(6) 2022. D10 therapy date: unknown date in (B)(6) 2022. D10 medical devices: 13mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801013 lot#: 65027757. Palacos r + g (1x40) catalog#: 66022663, lot#: 98091024. Unknown tibial tray catalog#: ni lot#: ni. Left size d cemented option femoral component catalog#: 00588001401 lot#: 64549912. Trabecular metal femoral diaphyseal cone, 30mm, medium, left catalog#: 00545001830 lot#: 63770738. Femoral augment block distal only precoat size d 20 mm augment with screw catalog#: 00599003424 lot#: 64103993. Femoral augment block distal only precoat size d 20 mm augment with screw catalog#: 00599003424 lot#: 77003570. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a rotating hinge knee procedure. In the same month, the patient required a knee reconstruction with a right gastrocnemius flap. Subsequently, approximately seven months post implantation, the patient underwent a poly exchange for unknown reason, along with vastus lateralis free flap, followed by an extensor tendon reconstruction, and finally a washout post free flap reconstruction. No further information has been provided.